Event description:
Zoll catheter was connected to patient and noted air bubbles present in system. Unable to keep patient at temperature programmed. Noticed that the bag of saline used to prime the set was empty. Discontinued zoll catheter and started on blanketrol. Discontinued zoll catheter from patient and injected with dye and noticed a small leak in second chamber proximal to ports.